Event description:
Additional information was received from a consumer and family member/friend on (B)(6) 2017 reporting that since implant the patient was not feeling stimulation in the correct area. The patient had a lead revision about 12-14 days ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977c165, serial# (B)(4), product type: lead.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain and complex regular pain syndrome type ii. It was reported that the device was turned on last thursday on an hd setting on low and the patient felt a static from the bed sheets like a shock type feeling. They tried static guard but that did not help so they turned the stimulation off. The patient is not getting stimulation in the right location; it was hitting their right side and abdomen. Everything they do it goes to the left side, and the patient cannot deal with the stimulation hitting the left side. During a post-operative appointment last tuesday was the first time they were able to try it. An x-ray was done to check the position of the leads which showed that the leads were off center and touching the wrong signals. The caller stated that during the trial period it worked perfect so now it was disappointing it was in the wrong spot. It was noted that the patient does not have another group to try. The stimulation in the wrong location began on (B)(6) 2017 and the patient experienced the static and shock type feeling beginning (B)(6) 2017. The patient¿s manufacture representative was notified on (B)(6) 2017 and responded on (B)(6) 2017. The patient¿s medical history included having complex regular pain syndrome and their leg is sensitive. No further complications were reported/are anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-13. The rep stated that the patient had a 565 lead placed. The lead was placed in the epidural space slightly left of midline with the far right column appearing to be at the anatomical midline. The placement allowed for a good high dose program location, however the low dose program was capturing paresthesia only in the left leg and not in the right leg, which is the area of pain. The patient is currently using high dose programming with a bipol on the midline at the t9/t10 disc space. No further complications were reported/are anticipated.